Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the monopolar curved scissor (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review was not conducted as no logs are available for the mcs tip cover accessory. A review of the site's complaint history does not show any additional complaints related to this product. There was no photo or video provided by the site for review. This complaint is being reported due to the following: it was alleged that the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur. Although there was no patient injury reported, if the issue were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure on an unknown event date, the monopolar curved scissor (mcs) instrument tip cover accessory fell inside the patient while the customer was removing the instrument through the trocar. The item was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.